Event description:
It was reported that during the patient's system explant the leads were cut and then left implanted in the patient.

Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.